Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states based on their professional assessment, it is recommended the patient discontinue treatment with byte aligners at this time. This recommendation is made due to the following reasons: signs of adverse effects from continued open contacts and need for in person orthodontic supervision especially as patient has had implant placed which cannot be moved with orthodontic treatment and requires special care for positive orthodontic outcome.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.